Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
The manufacturer sales representative reported that the device broke in half at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention. The ramp assembly may break into small pieces, posing the risk of a small component becoming lost in a surgical site.

Event description:
The manufacturer sales representative reported that the device broke in half at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention. The ramp assembly may break into small pieces, posing the risk of a small component becoming lost in a surgical site.